Event description:
It was reported that the colonovideoscope exhibited a communication error. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurred. A root cause could not be identified. Based on the results of the investigation, the cause could not be determined for the reported allegation. For the additional finding, the most probable cause is corrosion on the plug unit, which results in a noise image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.